Event description:
The patient reported that they were unable to get any green lights on the telemetry portion of their remote monitor during a manual transmission. Troubleshooting took place but was no effective. The patient was referred to their clinic to rule out any telemetry issues with their implantable pulse generator (ipg). Follow up noted that the clinic has not received a transmission since the call. The device and monitor remain in use. No patient complications have been reported as a result of this event.